Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps would not open the jaws. Removed instrument from robot arm, then inserted again and it still would not open the jaws. The procedure was completed with no reported injury. On 04/17/2026, intuitive surgical, inc. (Isi) received user facility report mw5185804 stating: da vinci instrument used during surgery was malfunctioning and surgeon could not get the jaws of the instrument to open. No patient harm reported. Instrument was removed from patient, tagged and sent to sterile processing department. Robotic coordinator performed product failure process and will return the instrument to manufacturer.